Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It is reported that the pins are falling out of the universal oscillating saw attachment. The event timing was during kit inspection, so there was no harm/injury to the pt, no extension in surgery time and medical intervention/add'l surgical procedure was not required.